Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during an operation the mobile stand went down and the light fell on a doctor. The doctor was on sick leave after the event.

Manufacturer narrative:
Further information and photos of the affected sola 500 and its mobile stand (both manufactured in december 2005) were provided for the investigation. It was further specified that the rotation stop screw which is responsible for limiting the spring arm swivel range was broken. This allowed movement of the swivel arm beyond its specified movement range. As a result of the wrong positioning the device was able to tilt and fall down. The broken rotation stop screw was requested for the investigation but was not available as it was reportedly lost on site. The provided photos of the affected parts show damage indicating that while positioning the surgical light the arm system was pulled beyond the end stops by excessive force which resulted in the broken screw. According to the IFU the positioning of the light should not be done by pulling the arm system beyond the end stops by force to avoid injury and equipment damage. This is the first time dräger received a report about a situation like the reported one.

Event description:
Please refer to the initial-report.